Manufacturer narrative:
Results - bd received samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for label missing with the incident lot was observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: the root cause / potential root cause for the missing label was determined to be a timing issue on the labeling equipment.

Event description:
It was reported that the label of a paxgene® blood rna tube was missing. No injury or medical intervention reported.